Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, one side bail cover and side bail were missing, one side bail cover was broken, the ring cover was broken and contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the keyboard was scratched.

Event description:
It was reported the display is damaged and calibration is off. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.